Event description:
Reportedly, the subject ICD showed early battery depletion although implanted 3 years and 8 months. The device was explanted and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
Reportedly, the subject ICD showed early battery depletion although implanted 3 years and 8 months. The device was explanted and will be returned for analysis.

Manufacturer narrative:
This MDR is to correct the missing value in the previous MDR sent on 28 aug 2017. The value should have been "18 aug 2017". (B)(4).

Event description:
Reportedly, the subject ICD showed early battery depletion although implanted 3 years and 8 months. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis confirmed the returned device opeerated as specified.

Event description:
Reportedly, the subject ICD showed early battery depletion although implanted 3 years and 8 months. The device was explanted and will be returned for analysis.